Manufacturer narrative:
Analysis was performed on the returned device. There was an observed suture retrieval issue which was likely what was reported as suture separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: corrected model, catalog number from unk prostyle to 12773-02 d4: corrected lot number from unknown to 5030641 d4: corrected primary UDI number from unknown to (B)(4).

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an intervention procedure. Reportedly, a suture break was observed after removal of the plunger (step 3). The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the procedure was completed. However, hemostasis was unable to be achieved with the pre-placed sutures. Therefore, a cut-down was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is being filed under a separate medwatch report.